Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient currently receiving intrathecal compounded baclofen 200 mcg/ml (dose 73.6 mcg/day), fentanyl 5000 mcg/ml (dose 1840.5 mcg/day), clonidine 200 mcg/ml (dose 73.6 mcg/day), and bupivacaine 20 mg/ml (dose 7.36 mg/day) via an implanted pump. The pump's indication for use (IFU) was listed as spinal pain. On (B)(6) 2015, the patient missed a refill. The empty pump alarm started to sound and the patient experienced pain and withdrawal. The patient was refilled on (B)(6) 2015. The patient was new to this managing hcp and was recently released from the hospital because of pain/withdrawal. The reporter had limited information about the reason for/length of hospitalization as they were new to the patient. The patient's new drugs after refill included compounded baclofen 200 mcg/day (dose 9.6 mcg/day) and fentanyl5000 mcg/ml (dose 240 mcg/day). Additional information was requested from the healthcare provider (hcp) regarding concomitant medications and pertinent medical history.